Event description:
It was reported that a broken needle occurred. The sensor was inserted into the arm, which is off label usage of the device, on 02-04-2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the arm, which is off label usage of the device, on 02-04-2023. The product was evaluated. An external visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.